Event description:
Device 2 of 2. Reference MFR #1627487-2017-01876. Note: the patient had two leads and only one lead was explanted. However it is unknown which lead was explanted therefore both leads are being reported as explanted. It was reported the patient experienced pain flare ups. The patient underwent surgery were the physician explanted one lead and placed two new leads and one extension. The patient reported the issue has resolved and the stimulation therapy provides effective stimulation.